Event description:
Report rec'd of unrequested pca bolus doses. The pump was programmed in the pca only mode to deliver 1 mg/ml morphine with a pca dose of 2 mg, a pt lockout of either 8 minutes or 10 minutes, and a 4-hour limit of 30 mg. The nurse reportedly witnessed 3 unrequested boluses being delivered to the pt. The pt was disconnected from the pca pump. The pt became oversedated with a respiratory rate of 7 breaths/minute. The pt was successfully treated with 2 amps of narcan. The nurse reportedly witnessed 2 more unrequested boluses from the pump after it was disconnected from the pt. At this time, the display read 10 mg had been given, but 2 nurses verified that 12 mg were actually missing from the pca syringe. The pt experienced no adverse sequelae. Although requested, no add'l info was available.